Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx was implanted on (B)(6) 2012. The patient experienced complications and nonsurgical treatment. Patient symptoms include: vaginal pain; pelvic pain; groin pain; perineum pain; thigh pain; painful intercourse; difficulties with bowel motions; recurrent incontinence; aggravated incontinence. Nonsurgical treatments: on (B)(6) 2018 the patient commenced pain medication: palexia 50mg for the treatment of: for pain. Treatment duration: 28 days. The patient was treated with incontinence medication. On (B)(6) 2018 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: help with incontinence of urine. Treatment duration: 1 visit some time end of (B)(6) 2018. The patient was treated with topical treatment (including oestrogen cream). On (B)(6) 2018 the patient commenced pain medication: palexia 50mg for the treatment of: pain. Treatment duration: should have been put on script by itself but was written on with 2 other medications so couldn't get it filled. On (B)(6) 2018 the patient commenced pain medication: ditropan 5 mg for the treatment of: help with urine incontinence. Treatment duration: 1 month. On (B)(6) 2018 the patient commenced pain medication: endep 10mg for the treatment of: pain. Treatment duration: 2 weeks. On (B)(6) 2018 the patient commenced pain medication: endep 25mg for the treatment of: pain. Treatment duration: 1 year, 7 months, 20 days, have increased dose now. On (B)(6) 2018 the patient commenced pain medication: palexia 50 mg for the treatment of: pain. Treatment duration: 28 days. On (B)(6) 2018 the patient commenced pain medication: estriol cream for the treatment of: pain. Treatment duration: 1 week. On (B)(6) 2018 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: help with incontinence of urine. Treatment duration: not sure of exact day but 1 appointment in early december. Didn't see after this found to invasive, just did exercises at home.